Event description:
It was reported that the implant fractured at tooth location #3. The patient is scheduled to return to have the implant removed. There was no report of patient injury. No additional information has been received.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the implant fractured at tooth location #3. The patient is scheduled to return to have the implant removed. There was no report of patient injury. No additional information has been received. D4: 01 dec 2018, g4: 22 jul 2019, g7: follow up, h1: malfunction, h2: additional information, device evaluation, h3: yes, evaluation summary attached, h4: 10 dec 2013, h6: method, results, conclusion code and h10: manufacturer narrative. The reported device was not returned for evaluation. X-rays were provided by the customer, however. The x-rays show the reported implant in the surgical site and indicate that the implant is fractured at the intersection of the trabecular metal and upper collar. The reported condition of an implant that fractured at tooth location #3 is confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product. A complaint history review was competed for the reported device item and lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information. D7: explanted date unknown the following section are being reported: b1: adverse event, b2: required intervention to prevent permanent impairment/damage (devices) and b4: 30 jul 2019. B5: additional information has been received. The fractured implant was removed and has been returned to the manufacturer. D10: 29 jul 2019, g4: 30 jul 2019, g7: follow up 2 and h6: method. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information has been received. The fractured implant was removed and has been returned to the manufacturer.

Manufacturer narrative:
This report is being submitted to report (B)(4). Additional 510k numbers: k113753, k112160. The following information is unknown at the time of this report: patient info: not provided. Manufacture date: unknown. The reported device is expected for evaluation, but has not yet been received. Once the investigation is complete, a follow up medwatch report will be submitted.

Event description:
It was reported that the implant fractured at tooth location #3. The patient is scheduled to return to have the implant removed.